Event description:
It was reported by the affiliate that during an angioplasty, a kink was observed on the tip's side of a .014 j floppy 195cm atw marker guidewire. Product evaluation revealed that the core wire presented a fracture and separation at the distal end. The core wire fracture surfaces presented evidence of ductile dimples. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Complaint conclusion: during an angioplasty, it was reported that a kink was observed on the"tip's side" of a .014 j floppy 195cm atw marker guidewire. There was no patient injury reported. The device was noted to be returned separated per the analysis. Multiple attempts to receive additional information have been unsuccessful. One non-sterile sgw atw .014 j floppy 195cm was received coiled into a plastic bag. The core wire presented a fracture at the distal end. The core wire was inspected under microscope and the damage was confirmed. The device was sent to sem analysis. Sem results showed that the core wire fracture surfaces presented evidence of ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10203944. The device history records associated with this lot indicate this product was final inspection tested at (B)(4) and presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer as "distal tip- kinked/bent in patient", was not confirmed. However, the guidewire presented a fractured condition per the analysis. Sem results showed that the core wire fracture surfaces presented evidence of ductile dimples which may indicate that the device was stretched or pulled; however, the exact cause of the separation could not be conclusively determined. Based on the limited information provided, and without films of the event, no conclusion could be drawn. However, based on the analysis of the device vessel characteristics and/or procedural factors may have contributed to the event. Neither the analysis nor the DHR review results suggest that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.